Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose had been running high and that the sensors gave inaccurate readings, showing the blood glucose to be low when it was not. The customer reported that the blood glucose had been running high for two weeks but had a low blood glucose that resulted in a hospitalization. The blood glucose was 34 mg/dl and the customer was unresponsive. The customer was unsure of why the blood glucose had been low. The customer treated the high blood glucose with manual injection. The drive support cap was normal and recessed. Insulin exited with a manual prime and the customer observed no leaks or air bubbles. The settings were correct. The customer declined further troubleshooting and stated that the high blood glucose seemed to correlate with threshold suspend going off when the blood glucose was not low, due to the inaccurate sensor readings.